Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to an unknown reason. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the patient experienced a capsule rupture.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. (B)(4).